Manufacturer narrative:
MFR's report date: 02/03/2011. (B)(4). The customer's experience of a leak in the tubing was confirmed. The leak is from a tear in the silicone tubing on the upper fitment. A crush mark was observed on the upper fitment. The cause of the customer's experience was determined to be a tear in the infusion set tubing. The cause of the tear in the silicone tubing was undetermined.

Event description:
Customer reported: pt receiving heparin 25,0000 units in 500 ml d5w. Pt returned from test and rn noted heparin leaking from tubing just below upper portion that fits into the pump module, due to tear observed in tubing below the blue insert. No pt harm. Tubing and heparin replaced, no further leakage noted.